Event description:
It was reported that during an arthroscopy, the fast-fix curved thread was torn in the middle when tightening the seam loop. The t2 implant was not anchored secured in the patient when the issue occurred and the t1 implant was removed from the patient. The procedure was finished with a smith and nephew back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the postt2 setting the white depth guide was not returned and no suture or implants were returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification, found that a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device or contact with another source. No containment or corrective actions are recommended at this time.